Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to hospital with records for inappropriate shocks. Physician suspected that the shocks came from lead fracture. Noise was also seen on the episodes. No allegation made against the implantable cardioverter defibrillator. The system was explanted and replaced.

Manufacturer narrative:
A fracture of all the eight filars of the inner coil were noted at 28.5 cm from the connector pin consistent with bending fatigue fracture. This fracture is consistent with the observation from the field of noise and inappropriate shocks.